Event description:
Cpi received info that two pmi leads were removed from service. During a routine replacement procedure of an ICD the leads were exhibiting inappropriate sensing and high dft's measurments. The dr elected to remove and replace the leads with an endotak lead.